Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with no sensing or capture on the right ventricular lead. The lead impedence was measuring at over 9,999 both unipolar and bipolar. It was also reported there was artifact noted on the electrogram and a lead fracture was suspected. The lead was capped and replaced. There were no patient complications reported as a result of this event.